Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer reused cartridges. Tandem technical support educated the customer on cartridge being single use cartridges. Manual injections were administered to address bg level.